Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency (a&e) department of (B)(6) hospital on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod between 49 and 71 hours. Reported symptoms include pallor and malaise. It was also reported that the patient had high levels of ketones (values not provided). The patient¿s caregiver removed the pod and administered 12-15 units of insulin manually, this did not improve the patient¿s condition, so the patient was taken to a&e. The patient was treated with an unspecified anti-nausea medication. Blood tests were also performed however the nature and outcome of these tests was not reported. The patient was released 7 hours later, on the same day. The pod has been discarded.